Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported her blood glucose went to 500 mg/dl yesterday due to issues with her insulin pump. It seems to have stopped working. Customer's current blood glucose is 70 mg/dl. The device alarmed button error, and when customer tried to clear it the numbers started scrolling on their own. Customer states she was stuck in a storm for about an hour yesterday. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.